Manufacturer narrative:
Device evaluation: the report of pump stoppages was confirmed based on the information contained in the submitted system controller log file; however, a specific cause for the event could not be conclusively determined. The momentary pump stoppage lasted approximately 3 seconds and occurred while the system controller was connected to the power module. No other atypical events or alarms were captured in the log file. X-ray images of the internal and external portions of the driveline were reviewed and a small area of potential shield breakdown on the external portion of the driveline was identified; however, an on-site evaluation of the driveline was performed by the manufacturer¿s service technician and no areas of compromised wires were identified. The alarms were unable to be reproduced with manipulation of the external portion of the driveline or with patient movement. The patient was discharged to home and remains ongoing on lvad support with a non-grounded patient cable for use with the power module. No further events were reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged to home with an ungrounded patient cable for use with the power module. It was reported that the hospital plans to continue monitoring the patient for a short period of time. No further information was provided.

Manufacturer narrative:
The referenced pump exchange due to recurrent driveline infection was reported under medwatch MFR # 2916596-2017-01145. Device evaluation: the pump was returned assembled with the driveline cut approximately 4 inches from the pump housing. The distal portion of the driveline was returned in three segments measuring approximately 3, 9, and 24 inches respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. Upon disassembly, inlet stator, outlet stator and the lumen of the motor capsule revealed depositions of coagulated blood. The lack of structure indicates that the depositions formed acutely. High potential testing of the 9 inch segment revealed current leakage through the yellow wire approximately 3.5 inches from the proximal end of the segment; 11.5 inches from the pump housing. Examination of this location of the driveline under a microscope revealed a small breach in the yellow wire. The yellow wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of abrasion by the metal braided shield. If the exposed conductors of the yellow wire contacted the braided shield while operating on the power module, the resulting short to ground could have resulted in the red heart alarms and pump stops that were confirmed through the analysis of the data recorded in the submitted system controller log file from the event that occurred on (B)(6) 2016. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient remained ongoing on vad support with the use of an ungrounded patient cable until receiving a pump exchange on (B)(6) 2017 due to a driveline infection.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced pump stoppages when connected to the power module. The patient was switched to batteries and was issued a non-grounded power module patient cable. The patient remained asymptomatic. The patient was seen by a service technician and an unspecified compromise of the driveline shield was observed; however, pump stoppages could not be reproduced. It was reported that the patient has experienced no further pump stoppages and is currently doing fine. No additional information was provided.